Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. Based on the investigation results, no image was displayed likely because it was not set to the correct port. The root cause could not be established. A labeling review was performed due to possible misuse of the product. There are the following descriptions in the instruction manual for oev262h (figure no.: (B)(6)), and it is possible that this can prevent the indicated phenomenon. [6.1 troubleshooting guide]. Malfunction: ¿no signal¿ appears at the top left of the screen. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there were color bars on the lcd monitor located on the cart monitor. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.